Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that about 5.5 years after the dental implant was installed in intraoral region #11, it was verified its loss of osseointegration the patient presented bone type iii.